Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer connected the pump to an alternate wall adapter and was able to charge the pump successfully. The customer's blood glucose level was 240 mg/dl.